Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy the pump delivered to much fluid into the patient. It was further reported that the pump worked for 30min without issues and suddenly started to increase the flow. This resulted in a swollen throat and could not be extubated at the moment. No information provided by the customer.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6415 one piece main pump and patient extension tubing batch number: n4029 was received for investigation. Visual evaluation of the returned device noted no apparent issues with the device. The returned device was assembled with a known good pump and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired shoulder pressure preset, the run button was pressed to start the machine. The tubing was run for 60 minutes with no sudden changes in pressure observed. No problem found. The returned device was then assembled with the returned concomitant device, an ar-6480 arthroscopy pump serial number: (B)(6), and it was found to function as intended with no sudden changes in pressure noted during 45 minutes of testing. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found.